Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that fluid adhered to objective-lens, which led to ¿cloudy image¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Handling the device in accordance with the following instructions for use (IFU) may be able to detect the event: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: insulation failed, failed leak test at the distal tip, and scratches on the bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had air/ water leakage from the distal end. The issue was found during reprocessing of a diagnostic procedure. The device was returned for evaluation. During the device evaluation, fluid on the objective lens causing a cloudy image was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.